Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tritanium patella-symmetric; cat# 5556-l-360; lot# am3e; triathlon p/a ps beaded #5r; cat# 5516f502; lot# beh9n; tritanium bplate triathlon s5; cat# 5536b500; lot# ctd13537. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Company representative reported patient had knee revision.

Manufacturer narrative:
An event regarding a revision of a triathlon insert was reported. Tibial periprosthetic fracture was confirmed following a medical review. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Company representative reported patient had knee revision. Per medical review, the patient was revised due to a periprosthetic fracture.